Manufacturer narrative:
This report is for an unknown biomaterial - preformed: chronos: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: h. Elgafy (&) d. Olson, j. Liu, and c. Lewis, effectiveness and safety of transforaminal lumbar interbody fusion in patients with previous laminectomy, european spine journal (2015) 24(4), pages 810-816 (united states of america). This retrospective study included 82 patients who had revision lumbar spine surgery performed over 4 years period between january 2007 and december 2011. Previous lumbar spine laminectomy with or without attempted fusion and minimum of 2 years follow - up. Between january 2007 and december 2011, 82 patients (34 men and 48 women) with a mean age of 51 years (range 26-84) were included in the study. All patients were treated with unknown synthes chronos to reduce operation time and morbidity associated with iliac crest harvests. The average length of follow up was 28 months (24-62). The following complications were reported as follow: 5 patients had dural tear. 1 patient had a surgical site infection. 2 patients had thromboembolic events. 1 patient had radicular pain. This report is for an unknown synthes chronos. This is report 1 of 1 for (B)(4).